Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) found a stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative and a consumer regarding a patient who was receiving dilaudid (32 mg/ml at 6.478 mg/day), bupivacaine (10 mg/ml at 2.109 mg/day), and clonidine (720 mcg/ml at 105.61 mcg/day) via an implantable infusion pump for non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported that the patient presented to the emergency room (ER) at 6:00am with an alarming pump, which started at 5:00am. The patient saw code 8476 (motor stall) on their personal therapy manager (ptm). There was no recent exposure to MRI, electromagnetic interference (emi), or magnets. The patient complained of a sudden increase in back pain. The patient reported a really bad blowout of back pain. Around noon, the patient was going through withdrawal. It was further reported by the hcp and manufacturer representative that a motor stall occurred. The patient did not eat, so they were able to replace the pump that day. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.